Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that right ventricular (rv) lead was explanted due to noise. A new lead was implanted and patient was given antibiotics. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the noisy signals based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Further, no problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that right ventricular (rv) lead was explanted due to noise. A new lead was implanted and patient was given antibiotics. No adverse patient effects were reported.